Event description:
The patient reported that when changing the cartridge, the load step primed out insulin. The reporter stated that the cartridge was filled to 200 units and after three tries to load the cartridge about 100 units of insulin had been primed.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the 'no cartridge detected' alarms could not be verified in the pump's history. The pump failed to detect the cartridge during the load step. The force sensor calibration test confirmed that the force sensor was within calibration. Evaluation revealed that there was contamination found in the drive assembly.